Event description:
Same case as: 6000093-2007-01030. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. Six days post, the placement of a 2.75x28mm and 3.00x20mm taxus express2 drug eluting stent, the patient returned to cath lab emergently. An in stent thrombosis was identified. It is unknown what was done to correct the thrombosis. No additional patient complications were reported. Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.